Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspection were completed and no issues were noted during manufacture. The returned suspect device was subject for visual and physical evaluation. There was a scratch noticed on the suspect device lens. Functional testing revealed that there was no problem found with the suspect unit. The reported complaint was not duplicated. Visual inspection inside the suspect device unit housing was performed and found that the white tube fitting attached to another tube was damaged from the housing. Due to the damaged white tube fitting, there is no flow going into the device. The battery compartment was also found damaged. The damage could have only been due to impact to the device. The white tube fitting and the battery compartment was repaired, and the issue was resolved. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the suspect device indicated co2 sensor error message. No patient injury was reported.